Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the staples prefired. The reported condition occurred two times and the surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.